Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 06, 2018 that a wallflex biliary rx uncovered stent was implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight. According to the complainant, on (B)(6) 2018, the stent was successfully implanted inside the patient. However, on the same day, the physician performed a routine follow-up as per protocol to check the stent, and it was noted that the stent failed to fully expand. On (B)(6) 2018, the stent was removed with forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned delivery system found the outer sheath at the end of the stiffening mandrel was kinked. No other issues with the device were noted. The reported event of stent failure to expand could not be confirmed; the stent was not returned. It is possible that complexity of the lesion may have contributed to the complaint incident since the complainant reported that the lesion was tight (tortuous). Per analysis, the damage noted on the delivery system was consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failure and the reported event were likely due to anatomical factors encountered during the procedure, such as tightness/tortuosity of the lesion, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on september 06, 2018 that a wallflex biliary rx uncovered stent was implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tight. According to the complainant, on (B)(6) 2018, the stent was successfully implanted inside the patient. However, on the same day, the physician performed a routine follow-up as per protocol to check the stent, and it was noted that the stent failed to fully expand. On (B)(6) 2018, the stent was removed with forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.